Manufacturer narrative:
(B)(4).

Event description:
It was reported that applicator deployment occurred. The sensor was inserted. The applicator was provided for investigation. An external visual inspection was performed, and no damage was found. The device was open and the internal visual inspection was performed and failed due to broken needle. The wearable was also provided for investigation. An external visual inspection was performed and had major damage due to gooseneck. The allegation of applicator deployment was not confirmed. However, a broken needle was found in connection to the reported allegation. The probable cause of the broken or detached needle or cannula was determined to be the probable cause from inv. Additionally, a goosenecking was found in connection to the reported allegation. No injury or medical intervention was reported.